Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes). Product complaint # (B)(4). Investigation summary: medical records reviewed. This npi does not meet the definition of a complaint. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a verified depuy device after it was released for distribution. There is no report of an adverse event involving a verified depuy device. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 13 sep 2018. Records indicate patient received an attune tka. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2014. Dor: (unknown) ,right.